Event description:
It was reported that the device was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and release criteria was checked. The release criteria was not met and the physician had to reposition the was and wds. After several repositioning attempts the was and wds were broken. The was and wds were both removed and replaced with new devices. With the new was and new wds the physician was able to successfully complete the procedure with the closure device implanted in the laa of the patient. There were no complications or consequences that were reported to have occurred.